Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging device will not turn on/device not functioning; headache; short breaths.there was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously mentioned in section b4 the incorrect date of 9/13/2022. The correct date should have been entered as 9/12/2022. There was no report of serious patient harm or injury.